Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down with a blower temp high: if the blower temperature is greater than or equal to 115 c for longer than 10 minutes. It could result in vent inop condition and stop ventilating patient. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. No patient harm reported.